Event description:
Caller reported a cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the proper procedure for removing the used cartridge and assisted in correctly loading a new cartridge. The issue was resolved, and the caller was able to successfully load a cartridge and resume insulin therapy.